Event description:
It was reported that the device would not display ECG thru the ECG cable or the therapy cable. ECG would not be obtainable so that the need for defibrillation therapy could not be determined in the reported device condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device at the failure analysis center and verified the reported failure. Physio determined the cause of the reported failure to be a damaged u15 ic chip from the system controller pcb assembly and a shorted u5 ic chip from the pt parameter pcb assembly. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.